Event description:
Procedure performed: cholecystectomie. Event description: (B)(4). When the surgeon tried to clip the cystic duct, only one on two clip getting out. They tried another time, and each time they tried, once they had a clip, once no clip appears on the jaws. He just press the wrist of the ca500 twice to have a clip. Patient status: no clinical impact to the patient. Intervention: he just press the wrist of the ca500 twice to have a clip

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). When the surgeon tried to clip the cystic duct, only one on two clip getting out. They tried another time, and each time they tried, once they had a clip, once no clip appears on the jaws. He just press the wrist of the ca500 twice to have a clip. Additional information received from applied medical representative via email on 23nov23: the trigger could be moved as normal. Patient status: no clinical impact to the patient. Intervention: he just press the wrist of the ca500 twice to have a clip.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.